Event description:
An impella cp device was inserted surgically into the right femoral artery in a 70-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage a shock, and was on bilevel positive airway pressure (bipap)continuous positive airway pressure (CPAP) for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the ramus artery. While the patient was in the intensive care unit (ICU), the patient was experiencing hemolysis with frank hematuria and a plasma free hemoglobin of 1440. The device placement was confirmed to be in good position by echocardiogram. The post-procedure outcome is unknown. The patient was on a heparin drip which can cause hemolysis. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 catalog was revised as it was previously entered incorrectly on the initial report that was submitted. H6 medical device problem code a24 was removed since the initial report was submitted.

Manufacturer narrative:
D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the purge cassette is not implanted/explanted in the patient. Priming problem: the cause of the priming problem was not determined since no product or logs were returned.